Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: reason of complaint: while troubleshooting, one nurse mentioned that she had a septum that failed and blood came out of the hub (that complaint has been filed). (B)(6) was there and said she also had an 18g where the blood control septum failed also. She did not have any product, packaging or pictures to share.